Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported "the ac power unit still emitted even when unplugged from the unit." There was no reported adverse pt impact.